Manufacturer narrative:
Please note, that the device associated with this complaint was expected to be returned. However, additional information received from the penumbra sales representative, indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using a pod packing coil (pod pc) and a lantern delivery microcatheter. During the procedure, while advancing the pod pc through the lantern, the physician experienced resistance; therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.